Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose was 266 mg/dl at the time of incident. Customer stated that the insulin pump alarmed critical pump error after it has been exposed to water. Customer also reported that the battery has been removed and there was water inside the battery compartment. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unable to verify manufacturing mode due to critical pump error (open book image). Pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted.